Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed leak test a root cause could not be identified. Based on the results of the investigation, the most probable cause of the cracked lens and failed leak test was traced to a component failure. The date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a cracked lens for an olympus autoclavable camera head. There was no patient injury reported.